Event description:
It was reported that the event involved a female patient while in the ccu (coronary care unit). During product prep the intra-aortic balloon (iab) was tested and no problems were found. The chief inserted the iab through the sheath via femoral artery. After it was placed, the iab failed to detect the blood pressure and was unable to perform the aspiration of blood. As a result, the iab and sheath were removed as one unit with no problems. A new iab kit was opened and inserted through the sheath via the same femoral artery site successfully. There was no report of patient death, complications or injury. No medical/surgical intervention was required. There was a delay or interruption in therapy while retrieving and prepping a new iab with no harm to the patient. The patient outcome was the patient was fine.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.